Event description:
Pt contacted vistakon by email and reported an infection ou while wearing contact lenses. They reported they have had recurring infections ou. They wear two different products. They stated they first felt like sand was in their eyes and they went to their optometrist and was given antibiotic drops. They state they went to ER on the weekend and were dx with iritis. They were referred to an ophthalmologist. Their antibiotic drops were d/c'd and they were rx steroid drops. They rested from cl wear for 12 days and their infection recurred on the second day of lens wear. They then continued drops and did not follow up with the ecp. Their eye is now quiet but they are reluctant to continue lens wear. Suggested they follow up with the ophthalmolgist. No additional info is expected.